Manufacturer narrative:
B3: the event date was not reported therefore the aware date was used as an estimate. D6a: implant date estimated as reported to have occurred in 2022.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. One (1) year post implant it was noted via magnetic resonance imaging (MRI) that the patient experienced a cerebral vascular accident. The implanted device was checked and was found to be okay.

Manufacturer narrative:
B3: the event date was reported as (B)(6) 2023. D6a: implant date estimated as reported to have occurred in 2022.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. One (1) year post implant it was noted via magnetic resonance imaging (MRI) that the patient experienced a cerebral vascular accident. The implanted device was checked and was found to be okay.